Event description:
The device was used during a low anterior resection. Reportedly, the instrument did not fire properly and the device was difficult to open. The surgeon was able to open the device and applied another to complete the procedure. The hosp has reported no pt injury occurred.